Event description:
It was reported a clinical system pt had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Forty days post procedure, the pt presented to the ER with hesitancy, mild hematuria and debris (prostatic) passed in urine. The pt had urinary retention and was catheterized; next day catheter was removed. No further info was available.